Event description:
The customer observed false reactive alinity I syphilis tp results on one patient. The results provided were: sid (B)(6), initial=10.13 s/co (> or = 1.00=reactive) /repeated after re-centrifugation=0.11 and 0.12 s/co (< 1.00 s/co=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument, cleaned the sample alinity pipettor probes, which resolved the issue. A review of the alinity I processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alinity pipettor probe did not identify an increase in complaint activity. The alinity ci series operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6) or alinity pipettor probe.

Event description:
The customer observed false reactive alinity I syphilis tp results on one patient. The results provided were: sid (B)(6) initial=10.13 s/co (> or = 1.00=reactive) /repeated after re-centrifugation=0.11 and 0.12 s/co (< 1.00 s/co=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.